Event description:
Date notified: (B)(6) 2011. A model 321 portable aspirator (sn (B)(4)) failed to operate to specs. An insp of the device revealed an intermittent vacuum pump. The vacuum pump was replaced, the device was tested to specs and returned to the customer. The battery pack, which had exceeded it's life expectancy was also replaced. No death or injury resulted from the device malfunction.